Event description:
A hemodialysis user facility reported that while a nurse was doing rounds on the pts, blood was noted to be dripping from the dialyzer header cap. Estimated blood loss was 2cc's. A new system was strung and the pt completed their treatment without further issue. There is no other known ill effect to the pt. There is a sample available for evaluation.

Manufacturer narrative:
(B)(4).